Manufacturer narrative:
Additional information: manufacture date provided. The battery was returned to the manufacturer for analysis. Analysis found that the battery was depleted and measured .910 vdc. The ups had open fets which drained the battery. Analysis found that the reported event was related to a electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The ups was returned to the manufacturer for analysis. Analysis found that it had open fets and outputs measure as expected. Power button illuminated as intended and powers the ups on and off. Analysis found that the reported event was related to a electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the battery storage had no capacity, and the system shuts off when unplugged. The battery and uninterruptible power supply were replaced. After part replacement the issue was resolved. The system then passed the system checkout and was found to be fully functional. Missing manufacture date.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was not plugged in all night, but during cases the next day, the system was plugged into known working outlets. User opened the self test which stated connection with ups lost. Then after a minute it stated that it was charging. However, when user unplugged the system from the wall the system shuts down immediately. There was no patient present.